Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: product ID - unknown; catalog number, lot number and expiration date - unknown; implant date - late 1980's to early 1990's; PMA/510(k) number ¿ unknown; manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; "wear and/or deformation of articulating surfaces.¿

Event description:
It was reported patient underwent a left hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to poly wear. The modular head and liner were removed and replaced with a biomet liner and a competitor head.